Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded optical decentration was an isolated event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include control board issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy the lens 4k wifi consoles elc was not responding when the surgeon was working. The image was great up to about 1.5 inch or so within a structure in the joint. Inside 1.5 inch, there was too much light, therefore the image in the joint was white and couldnt differentiate anything. They have tried adjusting elc manually, using different profiles, and resetting factory defaults. They went as far as doing the old 560 white balance reset, which didnt help either. The procedure was completed with an arthrex device and a delay greater than 30 minutes was reported. No further complications were reported.